Event description:
It was reported that the patient with this electrode received an inappropriate shock while they were sitting in a chair and doing nothing. Technical services (ts) was consulted, noting the treated episode appears to show non-physiological noise in primary vector (1x gain) with oversensing and 1x 80-joule shock. In-clinic provocative maneuvers and testing to attempt to recreate this noise was recommended. X-ray imaging was also recommended to evaluate system position and assess for evidence of electrode integrity issues. The patient was seen in-clinic, and x-ray imaging was obtained and provocation maneuvers were performed via box and electrode manipulation. Per the field, they were able to reproduce mechanical-looking noise in primary only and only intermittently. Secondary and alternate sensing vectors remained free of mechanical noise throughout but did demonstrate significant myopotential noise especially in alternate. Data from the follow-up was sent to ts for further review. Ts noted there was nothing suspicious on x-rays and they suspect an issue with the proximal sensing electrode (the sense b node). Programming considerations were discussed, and the patient will perform a patient-initiated interrogation (pii) in two weeks' time. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service.